Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Root cause could not be determined. Customer changed out infusion set to address the alarm and resumed insulin delivery. Customer's blood glucose was 301 mg/dl.